Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp was placed to support a patient post supraventricular tachycardia and atrial fibrillation. The pump was placed and was supporting when the pump and the patient were transferred from community to a tertiary center. The console had power off issues but this did not cause any harm. Upon explant of the impella cp, the access site had issues achieving hemostasis. Multiple closure devices and another sheath had to be placed to achieve hemostasis, as well as vascular surgeon closure. The patient survived and is stable.